Manufacturer narrative:
Eval: method - the device history and sterilization records were received. Results - review of the device history records found several nonconformances; however, product was reworked and approved for use. The DHR anomalies are not related to the alleged device failure. A cut was observed on the header and antenna cover, and the header cut was observed as going through to the ball seal rings. This cut was considered consistent with explant damage. The ipg failed the universal connectivity output device test; the failure was thought to be consistent with the explant damage noted on the silicone header. The ipg passed communication with the lab programmer. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Reference MFR report: 1627487-2011-01051. The pt received his scs system, including an ipg and two percutaneous leads, on (B)(6) 2005. It was reported that the pt had a tractor accident and had difficulty charging his ipg after this incident. The pt was scheduled for a lead revision procedure (reference MFR report: 1627487-2011-01051), and the physician decided to explant and replace the ipg as well. The explanted ipg was returned to the MFR for analysis. Follow up on the pt found no further issues reported.